Manufacturer narrative:
Concomitant medical devices: dtba1q1 crtd; 429888, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all atrial tachycardia/atrial fibrillation therapies were disabled due to atrial lead position check failure. The atrial lead remains in use. No patient complications have been reported as a result of this event.